Event description:
Customer reported that the sensors gave inaccurate readings. The blood glucose reading was 85 mg/dl. She stated that the predictive low alert went off when the blood glucose was not low. Customer also received calibration error and bad sensor alerts. The sensor cannula was bent. Nothing further was reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed due to high readings. The cannula was found bent. It could not be confirmed if the customer received the sensor in this condition due to it being returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.